Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient faced that the infusion set thinking it was bent in the skin with in three hours and later patient changed it again and changed the insulin that she deducted was bad. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.